Event description:
It was reported that an arteriotomy closure of a scarred right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure using a 6f sheath. Reportedly, when the device was inserted, no blood flow was observed at the marker port. The site was rewired and a second proglide device was used to achieve hemostasis, with minimal adjunctive compression from the track site and not the artery. It was also reported that although there was 'some' disease observed in the superficial femoral artery and the stick was low, the physician decided to proceed with the closure procedure in the right common femoral artery due to the use of a platelet inhibitor for the interventional procedure. The physician felt that the risk of not closing was greater than the risk of trying to close. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the device was partially deployed. Blood was present in the device and the complete suture was returned partially loaded in the device with the posterior needle tip. The device was flushed and marked during testing without difficulty. It was noted that the anterior cuff was attached to the needle tip; however, the posterior cuff had not been captured as evidenced by the undisturbed cuff tabs and was loose. There were no needle strike marks detected indicating that the posterior needle was deflected outside of the foot pocket during deployment. During testing, the insertion of the plunger indicated the needle trajectory, depth and mandrel travel were acceptable and was not a contributing factor in the event. During manufacturing, the needle trajectory and mandrel travel are inspected and verified for each device. The analysis found that a different event occurred. The condition of the returned device is consistent with a posterior cuff miss as evidenced by the suture with the posterior needle tip being returned partially loaded in the device and the undisturbed cuff tabs. Based on the analysis the reported blockage in the marker lumen resulting in the use of an additional closure device could not be confirmed. Because the posterior needle tip did not engage with the cuff, the suture could not be harvested during deployment. This resulted in the failure to achieve hemostasis with this device requiring the use of a second device to achieve hemostasis. A cuff-miss can be influenced by many factors, including, but is not limited to, a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The analysis did not indicate any evidence of a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. There does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation findings, a needle to cuff miss occurred during the procedure resulting in a failure to achieve hemostasis and the use of a second closure device to achieve hemostasis. The analysis did not indicate any evidence of a product quality deficiency. The cuff miss appears to be related to the operational influences during use and not a product quality deficiency. To assure that the product performs according to specification each device is inspected during manufacturing and a quality audit is performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.